Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient underwent hardware removal due to an infection. Initially, the patient had an open reduction internal fixation (orif) for foot joint fracture with one-third tubular plate, one (1) cannulated screw, three (3) 3.5mm cortex screws l16 , one (1) 3.5mm cortex screw l24, one (1) cancellous screw, one (1) washer, and one (1) guide wire on (B)(6) 2018. During an initial surgery, one-third tubular plate was used in the fibula and a cannulated screw was used for the tibia were both in questions. The surgery was completed successfully with no delay reported. However, five (5) weeks after the surgery, the affected site was infected. Thus, a removal surgery was performed on (B)(6) 2019. The patient is currently still in the hospital under treatment therapy with antibiotics and under observation. The surgeon commented about the contributing factor in which a vacuum assisted closure therapy supposedly was started from an early stage after the surgery, thus, the possibility of infection was low. This complaint involves nine (9) devices. This report is for one (1) ti one-third tubular plate with collar 6 holes/73mm. This report is 1 of 9 for (B)(4).